Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 11/23/2016 reported that this rv lead exhibited higher thresholds and fluctuation in impedance. Implanting facility was at (B)(6) hospital (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).